Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels in the 500's mg/dl. It was stated that she had received an e4 message (occlusion) twice in the last three days prior to the event. The infusion set and cartridge was changed but the issue persisited as did the hyperglycemia. The patient went to the hospital to get a prescription for insulin to do an injection. While at the hospital she was treated with an injection of insulin by hospital staff. The patient stated she would have been capable of self-treatment. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.